Event description:
Patient reported obtaining back-to-back blood glucose results of 463 mg/dl and 89 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect product. At the time of the report, patient no longer had the test strips that produced the discrepant values.